Manufacturer narrative:
The condition of failure code 810:11 was confirmed in the event history. The root cause could not be identified, however the tubing channel was cleaned and dyed and an air-in-line test was performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This device utilizes user interface module master software version 6.13.92 categorized as remediated. (B)(4).

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation, a follow up medwatch will be submitted. (B)(4)

Event description:
A colleague infusion pump was reported originally for encountering a failure code. The reported condition occurred during priming. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. During a review of the pump's event history by baxter canada personnel, the device was found to have experienced a failure code 810:11, which interrupted delivery. The software for this device is currently not known.